Event description:
It was reported that the patient presented for an upgrade. Upon extraction externalized cables were noted distal to the proximal coil. It was suspected that the damage occurred as part of the extraction procedure. It was noted that the extraction was complex. The new system was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the distal tip measuring 52.2cm was returned for analysis. External insulation abrasion was noted at 42.7-43.3cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.